Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2, h6 and h11. Section b5: additional event information received on 24-jun-2024 indicated that the damage was noticed after removal from the patient. No additional intervention was required due to the damage. The doctor described that although the stent got stuck during the process, but he did not forcefully pull the stent out. There was no patient injury reported. Two passes were attempted to retrieve the clot when the event occurred. There was difficulty withdrawing the device, the stent got stuck when the doctor pulled the stent out. The target vessel being treated was the middle cerebral artery (mca). The event was delayed for approximately 15 minutes. Based on the additional information received, medical device problem code "difficult to remove" has been added to this report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, an embotrap iii 5 mm x 37 mm thrombus retriever (et307537, 23l111av) was stretched. There was no patient injury reported.

Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, an embotrap iii 5 mm x 37 mm thrombus retriever (et307537, 23l111av) was stretched. There was no patient injury reported. Additional event information received on 24-jun-2024 indicated that the damage was noticed after removal from the patient. No additional intervention was required due to the damage. The doctor described that although the stent got stuck during the process, but he did not forcefully pull the stent out. There was no patient injury reported. Two passes were attempted to retrieve the clot when the event occurred. There was difficulty withdrawing the device, the stent got stuck when the doctor pulled the stent out. The target vessel being treated was the middle cerebral artery (mca). The event was delayed for approximately 15 minutes. The initial examination under magnification of the returned embotrap device showed entanglement of a metal wire around the 3rd body segment of the stent. The metal wire appeared unwound from coil or braid and formed a large independent tangle, connected to the stent assembly on one end only. Residuals of either biological matter or polymeric material could be seen in the metal wire tangle. This wire was subsequently removed and did not appear to be material from the embotrap device. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A device history review (DHR) associated with lot 23l111av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint report states the embotrap was stretched after the stent got stuck during the procedure. No sign of deformation or damage could be seen on the returned device, once the metal wire, which can be presumed to be from another device, was removed. Therefore, the complaint event cannot be confirmed. Sufficient detail of the complaint event was not provided and therefore an event recreation could not be carried out. One possible cause could be the breakdown of the braiding of the microcatheter (unknown) used with the device. This braiding may have become entangled with the embotrap on withdrawal, causing the device to become ¿stuck¿, however this cannot be confirmed due to the limited information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.